Manufacturer narrative:
Additional narrative: patient weight is unknown. Date of postoperative plate breakage is unknown. Date of original implant procedure is unknown. A revision procedure was performed on an unknown date (per device report). It is unknown if the entire plate was explanted successfully during that procedure. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: may 27, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a locking compression - reconstruction plate (lcp-recon) broke post-operatively. A re-operation was performed on an unknown date, but the details regarding that procedure are not available at this time. This report is 1 of 1 for (B)(4).